Event description:
It was reported that the healthcare professional (hcp) attempted adding a percutaneous lead to the right of the existing 2x8 paddle. It was reported that they were unable to keep the percutaneous lead posterior, and the lead addition was aborted. It was stated that the patient would have a full system explant on (B)(6) 2014. Additional information received reported that the manufacturer¿s representative had been present at the attempted lead addition procedure on (B)(6) 2014. It was stated that no lead malfunctions were suspected. It was stated that the lead was not available for return. System explant was previously reported in (B)(4): lack of effect, pain (MFR # 3004209178-2014-09071).

Manufacturer narrative:
(B)(4).